Manufacturer narrative:
Batch review performed on 25 nov 2025. Liner: mpact dm 01.26.2850mhc double mobility hc liner d 28/dme (k092265) lot. 2308554: 22 items manufactured and released on 03 july 2023. Expiration date: 11 june 2028. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.201 mectacer head biolox delta dia.28 12/14-s (k112115) lot. 2347312: 100 items manufactured and released on 09 jan 2024. Expiration date: 12 dec 2028. No anomalies found related to the problem. To date, 97 items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery from 1 year and 7 months post primary due to hip instability. The surgeon revised the liner and replaced the head with an option head/sleeve to provide greater stability for the patient. The surgery was completed successfully.